Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap exhibits severe devitrification at output window; the metal cap exhibits severe detritus adhesion on surface; the fiber is broken within the outer flow tubing forward of the control knob, between distal tip and control knob, and exhibits indication of bending, crushed, and slight melting at break location; the fiber was tested with hene laser fixture, aim beam is present at break location; the outer flow tubing open end exhibits minor scratch marks. Probable root cause: based on the device analysis, the probable root cause of the failure is: excessive bending.

Event description:
It was reported during prostate procedure, two fibers failed due to first fiber issue, ¿fiber broke near control knob¿ and second fiber issue, ¿fiber broke near tip¿ was noted. The procedure was completed using a third surgical fiber. Total lasing time used: 33:21 minutes and 289,527 joules. Patient outcome: "ok¿ reported. No injury to patient was reported. This report is for the second fiber.